Event description:
Caller reported that the insulin gauge displayed a different amount than expected. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by loading a new cartridge, and cts instructed the caller to call back for troubleshooting if a fill estimate issue occurs again.